Event description:
It was reported that an alert was triggered due to high impedance on the right ventricular (rv) defibrillation coil. The increase was sudden. It was noted that the patient was ill with severe vomiting for several days. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.